Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a probe failed to cut during a vitreoretinal procedure. The issue was resolved through product replacement. There was no harm to the patient. Additional information has been requested.